Manufacturer narrative:
After receiving three fn hcg results on the clinitek stratus+ instrument, s/n (B)(4), the operator ran a negative qc which failed. After the qc failed the instrument would not allow additional patient testing due to a built in qc lockout mechanism built into the software. The lockout does not allow patient testing until qc passes. The same qc and clinitest lots were tested on another clinitek status+ instrument, sn (B)(4) and the qc passed. All results were reported to the physician and were questioned. Confirmatory tests were performed (method unknown), and all repeat results were positive. The customer stated that the test table insert is cleaned with alcohol and wiped with gauze and they are not regularly cleaning the calibration bar. The customer was informed that the best practice would be to clean the calibration bar weekly with distilled water.

Event description:
The customer reported false negative urine hcg results on three patients, on the clinitek status+. The results were reported to the physician and were questioned. Confirmatory tests (method unknown) were performed, and the repeated results were positive. There was no report of injury due to this event.